Event description:
It was noted that there was balloon leakage of the stent delivery system (sds) after deploying the stent. The target lesion was the right external iliac artery. The vessel was described as calcified. The product properly inspected and prepped. There was no difficulty tracking the device over the guidewire to the lesion. When the sds was positioned in the lesion, a leakage was noted at approx four atmospheres when the physician applied pressure with the indeflator (brand unk). It was noted that the balloon could not be inflated at all. The contrast to saline ratio was 50:50. The physician removed the balloon of the sds and post-dilated the stent several times with another balloon. The procedure was successfully completed and there was no injury to the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date (which is indicated). Add'l info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.